Event description:
Procedure - atrial fibrillation & atrial flutter. It was reported by the clinical account specialist that after completing the cavo tricuspid isthmus line with the farapulse system, the caller noticed that the patient was in heart block. The caller reported that the heart block was confirmed and noticed on the electrogram displayed on the carto 3 system and the recording system. The caller reported that he expressed his concerns of the issue to the farapulse pfa rep and the physician. The caller reported that once all the catheters were pulled, the caller pulled someone from his team to the room to look through all the electrogram while the physician was doing the cavo tricuspid isthmus line and realized that the patient had gone into heart block. The caller reported that the farapulse pfa rep seemed confident that the conduction would come back. The caller reported that it was the physician's first time using the farapulse system on a cavo tricuspid isthmus line. The caller reported that the procedure was already completed when the heart block was noticed. The caller reported that the patient left the lab in heart block. The caller reported that no medical intervention was provided while the patient was in the lab. The caller reported that it was unknown if any medical intervention has occurred. The caller reported that the last known patient status was that the patient was in heart block when the patient left the room. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).